Manufacturer narrative:
Comp # (B)(4).

Event description:
On december 2nd, 2024, the fujifilm americas healthcare corporation received a medwatch mw5162227 report regarding a potential performance issue with the fuji devo suite ii x-ray system. It was reported that a "cutoff" is observed when the collimator blades are fully opened along the anode-to-cathode axis of the x-ray tube. The cutoff is seen on the anode side, and the amount of cutoff varies depending on the source-to-image distance (sid). The amount of cutoff exceeds the FDA's requirement of 2% of sid. There is no patient harm or injury reported as per medwatch mw5162227 report.

Manufacturer narrative:
Comp # (B)(4). Supplemental s1 is submitted to update the product name.